Manufacturer narrative:
Supplier lot for this part (321.20) is 007398. The associated synthes lot is 5647693. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing date: november 14, 2007. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a connecting screw became stuck/stripped inside of the aiming arm device during a tibia nail procedure on (B)(6) 2015. The surgeon experienced a great amount of difficulty removing the connecting screw. First, the surgeon used a screwdriver. Then, the surgeon tried a wrench, which broke during exertion. Lastly, the surgeon tried pliers and using a vice grip pulled out the connecting screw. It appeared that the connecting screw was not threading correctly and was sticking. An end cap was inserted using the same guide/aiming arm with no issue. A one (1) minute surgical delay was reported with no patient harm or additional intervention. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition for the 03.010.146 lot number u168121 cannulated connecting screw and 321.20 lot number 007398 11mm ratchet wrench was likely caused by rough handling or the use of excessive force during surgery; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 03.010.146 cannulated connecting screw and 321.20 11mm ratchet wrench are instruments routinely used in the titanium cannulated tibial nails system. The connecting screw was returned and reported to have become stuck during surgery. The wrench was reported to have broken upon trying to remove the connecting screw. This condition is confirmed; though the connecting screw was not returned stuck to the implant, deformation and nicks along the threading of the device is apparent. It is likely that the deformation is indicative of difficulty in separating the devices. The ratcheting mechanism of the returned wrench is not operating correctly and has damage visible inside the mechanism. It is likely that rough handling or the use of excessive force during surgery has led to this complaint condition for both devices. The connecting screw was manufactured in april 2013 and is over two years old. The ratcheting wrench was manufactured in november 2007 and is over eight years old. The balance of each returned device shows some wear in line with consistent use over their respective lifetimes. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Based on the results of the investigation, the manufacturer determined the connecting screw most likely was stuck inside the nail and not the guide/aiming arm device.